Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd flush syringe experienced pre-filled syringe and mating component separated/spun out. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: on (B)(6) 2020, product surveillance received an email regarding an unknown quantity of unknown connector (product code: unknown, lot number: unknown). There was an ongoing disconnect issue investigation. It was stated that the facility used a bd flush syringe (sterile path and sterile field) and a sterile path -flush 10 cc syringe. The issue was with the syringe not locking and being disconnected from the connector. It was observed that the syringe male end is 2-3 mm shorter than the bd syringe and it has a wider thread area which makes it harder to lock down. Occurrence date is unknown. Patient involvement was unknown.

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of an unspecified bd flush syringe experienced pre-filled syringe and mating component separated/spun out. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: on (B)(6) 2020, product surveillance received an email regarding an unknown quantity of unknown connector (product code: unknown, lot number: unknown). There was an ongoing disconnect issue investigation. It was stated that the facility used a bd flush syringe (sterile path and sterile field) and a sterile path -flush 10 cc syringe. The issue was with the syringe not locking and being disconnected from the connector. It was observed that the syringe male end is 2-3 mm shorter than the bd syringe and it has a wider thread area which makes it harder to lock down. Occurrence date is unknown. Patient involvement was unknown.